Event description:
Following information was reported to gore by gepromed: on (B)(6) 2024, the gore® viabahn® endoprosthesis with propaten bioactive surface endoprosthesis (vsx device) was implanted in the distal anastomosis of a left above-the-knee femoropopliteal bypass graft to treat a critical ischemia with trophic disorders of the left lower limb. On (B)(6) 2024, duplex ultrasound showed occlusion of the femoropopliteal bypass. On (B)(6) 2024, 48 days post-procedure, the vsx device was explanted during a new revascularisation procedure. A left prosthetic below-the-knee femoropopliteal bypass was performed. The surgeon noted the presence of a large aneurysm at the distal anastomosis of the bypass where the vsx device had been implanted..

Manufacturer narrative:
According to the gore® viabahn® endoprosthesis with propaten bioactive surface instructions for use (IFU), possible adverse events and complications that may occur with the use of this device, or in any endovascular procedure and require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel. A review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Images were provided to gore for review and showed the following: the received radio-graphic image (one) cannot be used to perform a full imaging evaluation. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the available image provided for review (no name, date, or demographics on the image). Gore cannot guarantee all key findings have been captured or that the findings are accurate. The following was also noted during the evaluation: cannot manipulate the image in any way. (Rotate, window level, etc.) Cannot measure lengths or provide vessel diameters. Non-contrast angiographic image shows presence of a gore® viabahn® stent graft is present. (4 radiopaque markers are visualized on each end of the stent). Cannot confirm patency or occlusion without contrast. Cannot confirm the presence of an aneurysm near the implanted gore® viabahn® stent graft without contrast. Based on the incident description, investigation, and available information, the reported occlusion happened >30 days after device placement, making the reported event no longer a reportable incident and as such, it will be closed as a non-reportable incident and initially submitted reports will be retracted.

Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. According to the gore® viabahn® endoprosthesis with propaten bioactive surface instructions for use (IFU), possible adverse events and complications that may occur with the use of this device, or in any endovascular procedure and require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Following information was reported to gore by gepromed: the endoprosthesis was implanted on (B)(6) 2024, in the distal anastomosis of a left above-the-knee femoropopliteal bypass graft to treat a critical ischemia with trophic disorders of the left lower limb. Duplex ultrasound showed occlusion of the femoropopliteal bypass. On (B)(6) 2024, after 45 days, the endoprosthesis was explanted during a new revascularisation procedure. A left prosthetic below-the-knee femoropopliteal bypass was performed. The surgeon noted the presence of a large aneurysm at the distal anastomosis of the bypass where the viabahn endoprosthesis had been implanted.

Manufacturer narrative:
B5 updated with results of imaging evaluation. Emdr section h6 codes updated to reflect results of investigation. Code d12 used for: according to the gore® viabahn® endoprosthesis with propaten bioactive surface instructions for use (IFU), possible adverse events and complications that may occur with the use of this device, or in any endovascular procedure and require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel.

Event description:
Following information was reported to gore by gepromed: on (B)(6) 2024, the gore® viabahn® endoprosthesis with propaten bioactive surface endoprosthesis (vsx device) was implanted in the distal anastomosis of a left above-the-knee femoropopliteal bypass graft to treat a critical ischemia with trophic disorders of the left lower limb. On (B)(6) 2024, duplex ultrasound showed occlusion of the femoropopliteal bypass. On (B)(6) 2024, 45 days post-procedure, the vsx device was explanted during a new revascularisation procedure. A left prosthetic below-the-knee femoropopliteal bypass was performed. The surgeon noted the presence of a large aneurysm at the distal anastomosis of the bypass where the vsx device had been implanted. One radio-graphic jpeg image was received and evaluated by clinical imaging specialist showing the following: the image received cannot be used to perform a full imaging evaluation. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the available image provided for review. Gore cannot guarantee all key findings have been captured or that the findings are accurate. No name, date, or demographics on the image. Cannot manipulate the image in any way. (Rotate, window level, etc.) Cannot measure lengths or provide vessel diameters. Non-contrast angiographic image shows: presence of a gore® viabahn® stent graft is present. (4 radiopaque markers are visualized on each end of the stent) cannot confirm patency or occlusion without contrast. Cannot confirm the presence of an aneurysm near the implanted viabahn® stent without contrast. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred.